Event description:
It was reported that the patient¿s device was removed. The manufacturer attempted to obtain additional information regarding the nature of the device removal, but none was available. There were no reports of device-related issues prior to the device removal.

Manufacturer narrative:
Specific dates were not provided thereby these dates are estimates based on information provided at the time of this report. The manufacturing records were reviewed and no relevant nonconformities were found. The device was not returned.